Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances. A vector breakdown was completed, and the issue appeared to be isolated on the supra ventricular chamber coil. Reprogramming was suggested as well as a defibrillation threshold (dft) test. According to the field representative, the device was reprogrammed rv coil to can and a successful dft was completed. The rv lead remains in service. No adverse patient effects were reported.